Event description:
This is a patient with a spinal cord injury that was repaired several months ago and undergoing acute rehabilitation therapy. Two nurses were transferring the patient from a bed to the commode using a sliding board to assist with the transfer. Prior to the transfer, the nurse verified that the brakes on the commode were in a locked position. During the transfer, the commode moved and the sliding board fell to the ground. The nurses were able to continue to hold the patient despite not having a good grip. The nurses were able to hold onto the patient and lower patient to the commode without dropping the patient. A third person was called to the room to hold the commode in place for the transfer back to bed. The commode was removed from the room, pulled from service and sent to maintenance for repairs. There was no injury to patient. One nurse experienced some neck pain and subsequent stiffness.